Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "material no. 366643 batch no. 0314710. It was reported that the tops fly off the tube while centrifuging. Per email: here¿s my defective tubes that the tops fly off of shortly after starting the centrifuge. "

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by drawing testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "material no. 366643 batch no. 0314710. It was reported that the tops fly off the tube while centrifuging. Per email: here¿s my defective tubes that the tops fly off of shortly after starting the centrifuge."